Manufacturer narrative:
(B)(4). Approximate age of device ¿ 14 days. The pump remains in use supporting the patient. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient's hemoglobin was 7.4 g/dl and the patient was transfused with 2 units of pack red blood cells (prbcs). On (B)(6) 2016, the patient's hemoglobin was 8.1 g/dl. A gi study was performed and an actively bleeding duodenal dieulafoy lesion was found. Two clips were placed, injected with epinephrine, and then cauterized to stop the bleeding. There was also a hemorrhagic polyp at the gastroesophageal junction. This was clipped twice and epinephrine was also injected. From (B)(6) 2016, the patient was transfused 5 units of packed red blood cells and was administered 1 dose of octreotide. The patient's hemoglobin ranged between 7.0-7.8 g/dl. On (B)(6) 2016, an upper gi scope was performed and a polyp was found and injected with epinephrine; otherwise the exam was negative. A tagged red blood cell study showed mild early activity visible in the right upper abdomen. It was unclear at that time if it was truly a bleed or merely a small amount of free pertechnetate. On (B)(6) 2016, the patient's hemoglobin was 7.0 g/dl. The physician had extreme difficulty performing a colonoscopy due to excessive bleeding. Red blood was found in the rectum, the sigmoid colon, descending colon, transverse colon, ascending colon, the cecum and in the ileocecal valve. A polypoid lesion was found in the transverse colon. This lesion was ulcerated, and spurting bleeding was present. This area was injected with epinephrine for hemostasis. To stop the active bleeding four clips were placed. There was no bleeding at the end of the procedure. Additionally, the patient was transfused with two more units of prbcs. On (B)(6) 2016, the patient's hemoglobin was 8.7 g/dl. The patient's hemoglobin remained stable the rest of the hospitalization. The patient was eventually discharged. It was also reported that the patient's anticoagulation at the time of the event was aspirin, warfarin, and heparin.